Event description:
Hold for kh 12/01 the customer reported to vyaire medical problem with the laptop 1200 ventilator in which fio2 (fraction of inspired oxygen) is out of specification. Furthermore, there was no information regarding patient associated with the reported event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). H10: a third party service technician evaluated the ventilator and found that the fi02 is not in specification. As a resolution,the flow valve and oxygen blender were replaced.